Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no reported adverse impact to the customer. The customer reverted to manual injections for insulin therapy.